Event description:
Info received indicated the head section drifts down.

Manufacturer narrative:
The hill-rom technician found contamination of the hydraulic valve. He cleaned the valve seat and piston to resolve the issue.